Event description:
It was reported that the catheter was inserted in the morning. There was no problem in the morning, but in the afternoon, it became unable to pace. Another catheter was used. There were no patient complications reported.

Manufacturer narrative:
Device not returned.